Manufacturer narrative:
A field service engineer (fse) went on-site (B)(6) 2011 and replaced cuvette wash manifold assembly line and both pressure/vacuum and vacuum pumps. Fse also removed the reaction wheel and manually cleaned all cuvettes. Performed the wash all cuvette and center alignment procedures. This issue has been resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that there was leaking on cuvettes from the wash tower of the unicel dxc 660i synchron access clinical system. No injury was reported.